Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged that the triage power cord was bubbled and overheating. Also that there was a smell of burning and no power to the triage meter. The power cord was discarded by the customer. There was no reported injury to pt or user. There was no additional info provided.